Event description:
The patient had no stimulation sensation. It was stated that he was an active person but there was no known related accident or incident. At a clinic visit on (B)(6), 2011 impedances indicated open circuits on all leads. The patient did not have insurance to cover a replacement surgery and as he was active he decided that he didn't want to attempt replacement of the system.

Manufacturer narrative:
(B)(4).